Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated device and an infrarenal aortic extension. Upon follow-up, computed tomography revealed a type 3a endoleak. Physician elected to treat the patient by relining with trivascular. Patient is in stable condition.

Manufacturer narrative:
Based on the clinical evaluation a type 3a and 3b endoleak confirmed. Event is not a design or manufacturing related issue. The root cause is inconclusive, there is not enough information to determine the root cause of the type 3a/3b endoleak. Potential contributing factors include off label use and severe calcifications and thrombus within the aortic neck. Patient factors that might have had an effect on this event included the use of antiplatelet therapy.